Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 32 x 2.25mm promus premier¿ stent delivery system (sds) was selected; however, the device failed to cross the target lesion. Upon removal of the sds, resistance was encountered. It was then noted that the stent was lifted up. The procedure was completed with a 2.5x38mm promus premier¿ stent. No patient complications were noted and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 32 x 2.25mm promus premier¿ stent delivery system (sds) was selected; however, the device failed to cross the target lesion. Upon removal of the sds, resistance was encountered. It was then noted that the stent was lifted up. The procedure was completed with a 2.5x38mm promus premier¿ stent. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter was measured using a digital snap gauge and is within specification. The stent was damaged. The four most proximal strut rows had been bunched together and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).